Manufacturer narrative:
Product analysis # (B)(4), (B)(6), (B)(6) 2019 / work order (B)(4). Added to complaint / status: completed. Date completed: (B)(6) 2019. Hardware: pass. Software: pass. Instruments: pass. Mechanical tests: pass. Imaging modalities: pass. Cable grade: a record type: o2. System checkout contact: (B)(4). System inspection: pass. Does the system perform as intended?: yes. Were hardware parts replaced?: no. Action/resolution: could not recreate problem. System checks ok. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated and the system check was ok. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the mobile view station (mvs) was booting to a blue screen. Multiple reboots did not resolve the issue. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received from the manufacturer representative (rep) who reported that the issue could not be re=created and the system check was ok.